Event description:
The customer reported that the facility remote alarm would not activate when the audible alarm activated on the ventilator. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's field service technician reported the remote alarm failed during testing. The service technician reported that the remote alarm connector was found to be loose on the main pcb board. The service technician replaced the main pcb board to correct the reported problem. Performance verification testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Printed circuit board (pcb).